Manufacturer narrative:
Lot manufactured between january 28, 2019 to january 29, 2019. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture; no signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. It was further described as the elastomeric balloon "burst". This issue was identified during filling using a repeater pump. The device contained normal saline. There was no patient involvement. No additional information is available.